Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a systemic infection. The patient had multiple positive blood cultures despite antibiotic therapy. The device pocket appeared normal. The patient was hospitalized and the device system was explanted prophylactically. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed, analysis was performed and no anomalies were found.